Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of a level 1® equator® convective warming device, the patient sustained a burn. The severity and location of the burn are unknown at this time. No permanent injury was reported.

Manufacturer narrative:
One level 1® equator® convective warming device, with hose and power cord was returned for investigation. A visual inspection found the device to be in good condition, and the filter was clean. Functional testing was performed and temperature readings were within specification. The device functioned as intended.